Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced a breach in aseptic technique manifested by abdominal pain and cloudy effluent. The breach was further described as the patient performed therapy in unclean conditions. The patient was hospitalized on the same day as onset of the event and was treated with meropen (intravenously, dose and frequency not reported) and firstcin (intraperitoneally, dose and frequency not reported). On an unreported date, the patient was retrained on proper aseptic technique. It was reported that the patient recovered from the event two days after onset and was discharged from the hospital two weeks after admission. Peritoneal dialysis therapy was ongoing. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis event was not reported. Action taken with the dianeal therapy was unknown. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.